Event description:
On (B) (6) 2009, the lay/pt contacted lifescan (lfs) to report the one touch ultra link meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2009 at 6:30 pm, the pt obtained the blood glucose readings of 277 mg/dl and 206 mg/dl on the reported meter within 20 minutes of each other. At that time, the pt was experiencing no symptoms of high or low blood glucose levels. Following the use of the meter, the pt administered self-treatment by taking six units apidra insulin. He did not seek any medical attention. Troubleshooting revealed the pt's testing technique was correct, the test strips were in good condition and within opened expiration dating and the meter was programmed with the correct unit of measure. The meter, test strips and control solution were replaced. The pt did not suffer an adverse event due to the reported meter. The pt experienced no symptoms and received no medical attention. However, as the test results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.